Manufacturer narrative:
The device was inspected on-site by an olympus field service engineer. After checking all connections and contacts, the device was found to be operational. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when turning on the subject device and connecting the camera, error code e117 (otv error) displayed, but the image appeared on the screen. The patient was already in the room for the intended therapeutic arthroscopy. Since the image was still visible, the procedure was successfully completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.